Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump had a blank display anomaly after receiving low battery alerts. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the caller confirmed that the device was not bumped, dropped, or exposed to moisture. A replacement battery cap will be shipped to the customer. The insulin pump was not returned for analysis.